Event description:
Customer reported that pump declared alarm 20 during loading process. There was no adverse impact to the customer's blood glucose level. Caller was assisted by technical support in loading a new cartridge, but cartridge alarm recurred, leading to decision to replace pump. Pump was confirmed to be under warranty, and customer opted to use multiple daily injections as backup therapy. Technical support provided instructions for returning the malfunctioning pump and ensured customer understood the process.